Event description:
The hcp stated the lead did not feel right as he was trying to deploy it through the needle. It did not pass the way the leads normally do. The lead was pulled out and observed. The hcp did not think it was of standard quality. He saw an imperfection in the lead.

Manufacturer narrative:
(B)(4).